Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a CT and the CT showed that the aneurysm has grown to 87mm in diameter. The physician did not see an endoleak and did another angiogram 4 weeks later that showed a type ia and type ib endoleak from the right iliac artery. The bifurcated stent graft has migrated down due to elongation of the aorta. The physician placed an endurant cuff and limb extension on the left side even though there was no endoleak on the left side (prophylactic). The stent graft was 2 cm from the hypo, so the physician decided to extend it was well with a 24mm stent graft. The type ia and type ib endoleaks were resolved. The physician stated the cause of the event was anatomy related (the aorta has elongated beyond the 28mm device. The right iliac also dilated beyond 24mm diameter limb size). No additional clinical sequelae were reported and the patient is fine.